Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the first connection failure to the arm through kineverif was due to a known issue failed due to a memory allocation issue that prevented its complete initialization. The user must normally shut down and reboot the computer once or several times. In this case, the restart of the device did not solve the issue as specific files contained in controller files were created preventing the connection of the arm. The deletion of those files permitted to connect the arm. The issues experienced will be addressed through the continuous improvement of our product in the preventative maintenance.

Event description:
Unable to restart after normal shutdown following procedure; the clinical representative (cr) connected to rosa maintenance side to perform accuracy checks. He was unable to connect to kineverif. Attempted to restart system several times. The cr connected to controller and confirmed that "config/sfty.dat andtemp/pdrv.dat" were suppressing restart, and downloaded and deleted the files. Delay occurred after seeg, no patient involvement.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4)

Event description:
Unable to restart after normal shutdown following procedure; the clinical representative (cr) connected to rosa maintenance side to perform accuracy checks. He was unable to connect to kineverif. Attempted to restart system several times. The cr connected to controller and confirmed that "config/sfty.dat andtemp/pdrv.dat" were suppressing restart, and downloaded and deleted the files. Delay occurred after seeg, no patient involvement.